Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the vitrectomy probe did not cut the vitreous flange during a vitrectomy procedure on patient's right eye. The pedal was pressed, the guillotine was functioning and the vitreous was being caught by the vitreotome, but the vitreous did not finish cutting. The vitreotome parameters were changed from 7500 to 2500 cuts per minute. The surgeon needed a little bit more time to cut and 'eat' the vitreous. The surgeon also used the light probe to break the vitreous flange. There were no consequences to the patient. This is one of two reports being filed for the same facility.

Manufacturer narrative:
A review of the related device history record associated with the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was one other complaint for the reported issue. One probe sample was returned for evaluation. The complaint sample was visually inspected and deemed conforming. Actuation testing was performed and deemed initially nonconforming. The cutter did not fully open. The test was performed again after the probe was dissembled to remove the interference present based on the wear marks on the inner cutter and the test was then deemed conforming. Aspiration testing was performed and deemed initially nonconforming. The tubing connector threads were difficult to connect to the probe for the testing and thought to have caused the failure. A new connector was used for testing and the aspiration test was deemed conforming. Cut testing was performed and deemed nonconforming, with a choppy or no cut. The probe was disassembled and the components inspected. There is approximately 20 to 30 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when the inner cutter was removed from the needle. Wear marks were present at the bend area, the cutting edge, and down the front of the inner cutter. The complaint evaluation does confirm the probe cut performance was nonconforming along with other performance issues unrelated to the complaint issue. The exact reason for the poor cutting cannot be determined from this evaluation. The most likely root cause of the poor cutting appears to be from the probe being used for approximately 20 to 30 minutes of surgical use. The vitrectomy portion of the procedure is typically less than 20 minutes. This usage appears to have worn and damaged the inner cutter such that the cutter quality had deteriorated. The wear marks observed during the disassembly supports the cutting performance deterioration to the inner cutter. An investigation has been completed and action implemented to reduce the frequency of probe complaints. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).